Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) 2026 and (B)(6) 2026. The sensor was inserted into an off-label insertion site, on (B)(6) 2025. While at work, the patient was shaking, in pain, pale, nauseated and could not stand. The bg was 700 mg/dl while the cgm was 55 mg/dl. The parent drove to the work and gave tylenol and antiemetic. She administered 20 units of insulin with a syringe. After an hour, the bg was 400 mg/dl and she gave another 20 units of insulin with a syringe. She changed the pump infusion site and sensor. The patient recovered after 4-5 hours but had been unable to help himself. He was doing fine at the time of the follow up report (B)(6) 2026. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.